Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Hair inside the sterile package.

Manufacturer narrative:
Upon completion of the investigation it was noted that it has been confirmed that the incident was likely insinuated by an rdi operator that did not have complete protective head gear coverage. Rdi has assured, ¿a visual check for our operators¿ to verify the head gear has complete coverage,¿ has been added to their standard operating procedure for dress coverage. A review of the DHR did not show any anomalies during the manufacturing of the device (bipolar cord). Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
This report is providing the date of product return. Since the evaluation was provided with the previous followup report, this complaint is now considered to be closed.